Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Mulitple mdrs were submitted for this adverse event: 3013450937-2022-000219.

Event description:
It was reported that the patient presented with a fractured eleos tibial hinge w/ rotational stop and a loosened eleos canal filling segmental stem that occurred after the patient fell in the shower. The implanting surgeon performed a revision surgery on (B)(6) 2022. During the revision surgery the following implants were implanted: eleos cemented segmental stem, eleos distal femur, eleos tibial poly spacer 8mm, eleos male-female midsection 60mm, eleos distal femur axial pin, eleos male-female midsection 90mm, and eleos tibial hinge w/ rotational stop. No additional information regarding this adverse event has been provided.

Event description:
It was reported that the patient presented with a fractured eleos tibial hinge w/ rotational stop and a loosened eleos canal filling segmental stem that occurred after the patient fell in the shower. The implanting surgeon performed a revision surgery on (B)(6) 2022. During the revision surgery the following implants were implanted: eleos cemented segmental stem, eleos distal femur, eleos tibial poly spacer 8mm, eleos male-female midsection 60mm, eleos distal femur axial pin, eleos male-female midsection 90mm, and eleos tibial hinge w/ rotational stop. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the event could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly.